Event description:
Events during filter retrieval on (B)(6) 2018 as follows: the patient became tachycardic during filter retrieval attempt. Heart rates (hr) were seen up to the 120-130s. The patient gradually improved while in the ir suite. Hr came down to in the low 100's. Filter retrieval attempt resulted in severe pain of the patient. Post-procedure pain rating was documented at a 9 on a 10 point scale. The patient responded well to pain medication while in the ir suite. The patient became hypoxic during filter retrieval attempt. Desaturation down to the high 80s, while also becoming tachycardic. O2 saturation improved above 92% with 6l nc. Pe was presumed and patient was anticoagulated with 5000 units of heparin. Chest x-ray later revealed negative for pe, however chest x-ray was suggestive of air trapping. O2 saturation gradually improved while in the ir suite, saturating greater than 96% on 2l pm and hr lowered down to the low 100s.